Event description:
A physician treated my face using the lumenis total fx laser. I am now left with laser track marks going across my face, loss of pigment in my upper lip, hyper-pigmentation and permanent scarring on my face. The physician stated "it was the deep fx head of the laser that scarred your face, I should have treated you at a level 2 and done two treatments instead of treating you at a level 4."